Event description:
The customer reported that the ventilator had a blank display but upon service of the device the manufacturer's service technician reported the ventilator would not power on. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The service technician replaced the power management and motor controller boards to address the finding. Performance verification testing was completed and passed to operating specifications. Factory analysis of the motor controller and power management pcb boards revealed a component failure which may result in a loss of 12 volts and shut down of the device during use in normal ventilation. If in use, the patient must be placed on another means of ventilatory support.